Manufacturer narrative:
D4 primary unique device identification (UDI) number: (B)(4). E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per a report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. During the procedure, a loss of capture and leaflet damage occurred. First implant was correctly placed in medial a2-p2 position. While implanting the second ace, after grasping the lateral leaflet and closing the implant, and prior to device deployment, a loss of capture at the posterior mitral leaflet (pml) was observed, leading to release of the grasp. Subsequently, leaflet damage described as a hole at the pml was noted. Decision was made to finish the procedure without the second ace. Therefore, bailout on the second pascal was performed. After bailout, no tissue was observed between the clasps and paddles. Mitral regurgitation was mild prior to leaflet damage; it increased to moderate/severe after leaflet damage and remained like that post procedure. Optimal regurgitation reduction was not achieved due to fragile leaflets and inadequate leaflet insertion. Surgery has been planned. The patient outcome was reported as stable condition.